Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 11092653. Received 1 all silicone foley catheter with packaging. Verified material number 175812, batch number ngjz1698 and manufacturing lot number ngjy4850. Visual inspection noted no obvious observations. The balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) and liquid leaked into drainage lumen. His is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the start of a total-abdominal hysterectomy case on the (B)(6) 2025 in theatre 10. A 12fr idc all-silicone catheter was inserted. After insertion and once the balloon was inflated with 10cc of water for irrigation. They heard a 'pop' noise. They removed the idc and on closer inspection the foley catheter balloon aspect of the catheter it had burst. They removed the old idc and reinserted a different 12fr idc catheter and the idc isolated.

Event description:
It was reported that prior to the start of a total-abdominal hysterectomy case on the on (B)(6) 2025 in theatre 10. A 12fr idc all-silicone catheter was inserted. After insertion and once the ballon was inflated with 10cc of water for irrigation. They heard a 'pop' noise. They removed the idc and on closer inspection the foley catheter balloon aspect of the catheter it had burst. They removed the old idc and reinserted a different 12fr idc catheter and the idc isolated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.